Event description:
The customer reported the display screen of the subject device was intermittently black, and the displayed image was flickering. The reported issue occurred during an unspecified procedure. The customer determined the dvi (digital video interface) cable was faulty. Once they replaced the cable, the issue was resolved. The intended procedure was successfully completed using the subject device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The reported issue was resolved by replacing the dvi cable. Hence, the subject device was not returned to olympus. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Device not returned.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the intermittent image and video signal could not be transmitted properly due to the failure of the digital video interface (dvi) cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.